Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the customer informed of a modular neck had broken on a profemur preserve stem. He revised the stem and send explants to analysis.